Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the refrigerator was not available to select for refilling, opening, or counting on the station. The technical support specialist applied ka (es refrigerator prompting to scan on load/refill) locking bin was designed to function as a mini tray with a single pocket and users were prompted to scan the storage space when 'scan on load/refill' was enabled. Barcodes had to be added to the refrigerator to accommodate resolving the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator was not able to open using tnf open fridge. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.